Event description:
Philips received a complaint on the v60 ventilator indicating that there was a leak detected in the circuit. The customer stated that after connecting a ventilator connection hose to the oxygen source, a leak was detected at the connection point. Following the tightening of the connection, it was reinserted to the oxygen source and no further leakage occurred. This investigation is ongoing. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.